Event description:
It was reported the pt has been experiencing a burning sensation and painful swelling at the ipg site. The pt may undergo surgical intervention on a later date. The pt is scheduled to meet with an sjm rep and her doctor.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.